Event description:
This was a lead removal case conducted in the cvor to remove a total of 2, 15yo leads (rv and ra) due to a class I infection. Arterial line was placed and fluoroscopy was utilized throughout the procedure. The md was unable to insert a lld to the distal tip of the ra lead, but successfully removed the lead with manual traction. The rv lead was prepped with a lld #2 and a 14f sls ii (without the outer sheath) was used to begin lasing. Advancing the 14f sls ii just beyond the svc/innominate junction the lead snaps leaving the distal tip still attached to the endocardium. The lld #2 is removed intact with no visible damage. The md secures with several sutures in an unsuccessful attempt to go in again to retrieve the remainder of the lead. Several other devices were used without success to retrieve the lead tip. The md and the CT surgeon began discussing an open heart option when the patient went into asystole. One ampule of epinephrine was given, a temporary pacer lead inserted and the patient return to a sinus rhythm. At this point all interventions ceased and the md planned to talk to the patient and family about open heart surgery when the patient was not under anesthesia. The surgical site was left open, it was packed and the patient was transferred to the cvicu. No devices were retained for return analysis and were reportedly disposed of during the case. Several unsuccessful attempts were made to obtain further device information. There were no reports from the md of any spnc device malfunction.